Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since controller log files were not available for analysis. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level; the battery did not experience a power disconnection event and was able to adequately provide power to a test controller. Per the instructions for use (IFU): the instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient was in clinic when it was noticed that one of the batteries would disconnect from the controller when the cable was pulled on. The connector remained connected to the controller but controller would beep as if battery had been physically disconnected and battery charge indicator on the controller would turn off as if battery had been unplugged. The patient stated that this only occurred with this battery. The battery was replaced with no reported patient consequence. No further information has been provided.